Event description:
During an incident in 2002 involving a female pt in cardiac arrest who was unresponsive and undergoing CPR, this defibrillator failed to hold a charge. Another battery was installed but the unit again failed to function. CPR was continued until the als crew arrived and assumed medical authority. The pt was transported to a hosp where she was pronounced. The als crew found the pt in asystole. The crew stated that the unit passed the self test with both batteries at the start of tour.